Manufacturer narrative:
Follow-up # 1 - 6/3/2015 device evaluation.the lay user/patients meter has been returned and further evaluated by lifescan product analysis with the following findings:the meter passed all testing with no faults found. The reported issue could not be reproduced.in addition a DHR (device history record) was completed on 04/24/2015 for this product and no deviations, non-conformances, or reworks were observed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2015 the lay user/patient contacted lifescan (lfs) (B)(4) alleging a power issue with their onetouch ultra2 meter. The following complaint was classified based on information obtained from the customer service representative (csr) documentation. The patient alleged that the product issue began around one month prior to contacting lfs. The patient manages their diabetes with pills, diet and exercise. The patient denied making any changes to their usual diabetes management regimen in response to the alleged issue. The patient reported developing symptoms of ¿tired, thirsty and shaky¿ a few days after the alleged issue began. The patient denied receiving any treatment for these symptoms. At the time of troubleshooting the csr determined that the battery needed to be replaced on the subject meter. Replacement products were sent to the patient. This complaint is being reported because the patient developed serious symptoms after the alleged issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.